Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the unit was accidentally knocked over and afterward the unit was unable to remain powered on while plugged into ac power. There was no patient involvement.

Manufacturer narrative:
G4: 29may2020. B4: 29may2020. The manufacturer's field service engineer (fse) confirmed the problem. The fse replaced the ventilator¿s power management board to resolve the issue. The unit passed all tests successfully and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.